Event description:
The team placed a 14fr introducer to the femoral artery to allow for the delivery of an impella cp. The impella cp was placed to support the 60-year-old male admitted in with acute myocardial infarction and cardiogenic shock, in scai stage e shock. The patient was observed to have blood loss during the placement of the ECMO which would support in combination with the cp pump. The team infused blood products accordingly. The patient was then admitted to the ICU for monitoring, and more blood products were given. The patient was then transferred on the support devices to a tertiary medical center and more blood products were infused, for a total of 6 units. The team additionally held the heparin to address the blood loss. The patient was bleeding from multiple sites, including the endotracheal tube, nasogastric tube, internal jugular line, and the ECMO site. Anticoagulation necessary for the pump placement and support can contribute to bleeding.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6. Investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the ischemia (ppae) was unable to be determined due to insufficient clinical details and no product return.